Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent struts lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30apr2019 it was reported that crossing difficulties were encountered. A 2.50mm x 28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, the returned device analysis revealed stent damaged.